Manufacturer narrative:
Additional information was added to h3, h6, and h11. H10: the device was received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Integrity of seal surface testing was performed; the transfer set patient adapter was connected to a laboratory titanium adapter and leak tested and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a minicap transfer set and the titanium adapter; further described as "the transfer set was dislodged from the titanium connector without any handling¿. This occurred before use of the device for peritoneal dialysis therapy. There is no allegation against the titanium adapter; it remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.